Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st faze of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional and electrical testing: a battery of tests was performed to assess the device's operational status. The device was run for 18 hours, and, functionally and electronically, the device performed well within its design and manufactured parameters; no fault or performance anomaly was detected or could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic acl repair ((B)(6) procedure) with the use of an fms duo pump for fluid management, there was some extravasation and swelling to the patient's calf which led to abandoning the procedure. The patient was re-scheduled the next day, (B)(6), 2012, and this procedure was concluded without the fms pump successfully without further issue or harm to the patient. The complaint talks about the surgeon declaring that there was compartment syndrome; however it is not yet clear. Device being sent to the service facility for a thorough examine.